Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Additional information found that the patient had their one migrated lead pulled back into position and sutured in down on (B)(6) 2020. Note: it is unknown which lead was migrated and pulled back into position, as such both leads are being reported.

Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 3006705815-2020-00459. It was reported one of the patient's leads had migrated. The issue was confirmed via x-rays. Surgical intervention may be taken at a later date to resolve the issue. Note: it is unknown which lead migrated, as such both leads are being reported.